Manufacturer narrative:
On april 8, 2026, mentor became aware that the device was found ruptured upon explantation on (B)(6) 2026. The replacement devices used were serial numbers (B)(6) on the left side, and (B)(6) on the right side. Is product problem has been selected under field b1, and device problem code "material rupture: has been added under field h6 on this form. Reason for device explant and/or reoperation: right capsular contracture; baker grade IV, and rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on (B)(6) 2026, the patient also experienced right side malposition, and bilateral ptosis in addition to capsular contracture; baker grade IV, and rupture. Device problem code "migration" has been added under field h6 on this form. Reason for device explant and/or reoperation: right capsular contracture; baker grade IV, and rupture, ptosis, and migration. This supplemental medwatch report is for the patient¿s right-sided device. Left side ptosis is being reported separately. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right capsular contracture; baker grade IV d6b explantation date: (B)(6) 2026. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 38-year-old caucasian female patient underwent primary breast augmentation with 300cc mentor memorygel breast implant and experienced capsular contracture; baker grade IV on her right side postoperatively. The patient has consulted with the healthcare professional. As a result, the device will be explanted sometime in (B)(6) 2026 per information received. Exact date was not provided. When received, supplemental report will be submitted.